Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the camera cart monitor was not turning on. A technical services specialist (ts) tried to take the power cable from the main cart monitor to the camera cart monitor and it still did not turn on. The ts then took the power cable from the camera cart monitor to the main cart monitor and it turned on, therefore, the camera cart monitor needed to be replaced. The ts then reported that upon installing os 1.2 they were prompted with messages stating "the system is running in low graphics mode" and "your screen, graphics card, and input settings could not be detected correctly. You will need to configure these yourself." When selecting "run in low-graphics mode for just one session", the system timed out in the status bar that stated "stand by one minute while the display restarts." A hard reboot brought the system back to the log in screen. It was confirmed that 1.2 update did indeed successfully install on the system, however, a hard shutdown had to be performed after a few minutes of the system getting stuck on this screen. There was no patient involvement.

Manufacturer narrative:
Initial reporter information updated. Device evaluation: a medtronic representative went to the site to test the equipment. The monitor was replaced on the system, thus resolving the issue. The navigation system then passed the system checkout and was found to be fully functional. The monitor was returned to medtronic for further evaluation. As reported, the returned monitor would not power on. No led's were present. The right side of the screen was cracked as well. It was determined that there was an electrical failure with the returned monitor. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.